Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was able to be inserted without resistance, indicating no blockage within the lumen, and x-ray analysis showed no deformation of the conductors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited blockage in the lumen such that a guide wire was not able to be inserted. The lumen of the lead was flushed but this did not resolve the issue and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited blockage in the lumen such that a guide wire was not able to be inserted. The lumen of the lead was flushed but this did not resolve the issue and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was able to be inserted without resistance, indicating no blockage within the lumen, and x-ray analysis showed no deformation of the conductors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.